Manufacturer narrative:
A philips authorized service provider (asp) was dispatched to the customer's site for additional evaluation. The asp replaced the front bezel to address the reported failure. The unit successfully passed performance verification testing after the repair was completed.

Event description:
The hospital's biomedical engineer (bme) reported to philips that the unit was being prepared for patient treatment when the respiratory therapist (rt) identified that they were unable to make adjustments on the screen as the selected numbers would fluctuate back and forth. The bme indicated that the low and high tidal volume values were fluctuating. The unit was being set up for patient treatment when the respiratory therapist observed the reported failure. The unit was not yet providing therapy to the patient. There was no delay to therapy initiation nor patient harm reported. The unit was taken out of service to be evaluated by the bme who confirmed that the touchscreen could not be used to make changes to settings as the values would continue to fluctuate, and touchscreen calibration was unsuccessful. The bme provided video evidence that confirmed that although screen selections would waver back and forth, there were no changes to settings autonomously accepting on their own without user acceptance. The remote service engineer (rse) created a work order for a field service engineer (fse) to be dispatched to the customer's site for further evaluation.